Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device power supply was deformed and bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling power supply was deformed and bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 of the same event. It was reported by (B)(6) that during an unspecified surgical procedure, when mechanical pressure was applied to the cutting tool device, it was observed that the battery handpiece device stopped performing when in use with an attachment device and a lid for the battery handpiece device. There were no delays to a surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.